Event description:
A report was received indicating an increase in patient infections associated with the use of an endoscope for cystoscopy that had been reprocessed in an automated endoscope reprocessor (aer). Three patient infections have been reported to date. The customer initially stated that approximately 30 patients were exposed to an endoscope. Upon further follow-up, the customer clarified that the exact number of patients exposed is unknown, and no other infections were reported. It was reported that patient 3 exhibited urethral pain and fever after a cystoscopy procedure. The condition of the patient is reported to be without particular issues after treatment. The patient is currently stable and there are no reports of further patient harm. Subsequently, the customer asked if it was possible to confirm if cleaning and disinfection with the aer were effective. The customer indicated that after testing, the endoscope was immediately taken to the sink for soaking and cleaning (medizime, 100x dilution). Brushing is also performed immediately; however, the channel-opening cleaning brush and channel cleaning brush showed wear, so replacement was recommended. Acecide checks are performed once daily in the morning; however, the manufacturer recommendation is to perform after every use, which was communicated. The forceps/irrigation plug is disassembled and cleaned; there was no damage to the cleaning tube observed. An internal inspection of the aer found no conditions potentially leading to infection (example: defective water supply, water leakage). However, considering significant deterioration of the endoscope reprocessor itself, replacement is recommended. Upon further follow up, the customer provided their cleaning/disinfecting/sterilization process. Precleaning was performed immediately after the procedure and water was aspirated through the instrument/suction channel with a suction pump. The device passed the leak test during manual cleaning. Brush points included the instrument/suction channel, suction cylinder, and instrument channel port. It was confirmed that a forceps/irrigation plug was attached during the procedure. The forceps/irrigation plug was disassembled and brushed during reprocessing; however, it is unknown if it was disassembled into the 4 components. Disinfection was performed using the aer. There were no defects on the aer. The detergent solution used was endoquick and the disinfectant was acecide. All the channels were connected with cleaning tubes when the endoscope was set up into the aer, the expiration date of the disinfectant was controlled, the disinfectant solution met the minimum effective concentration, water quality of the rinse water was controlled, and the filter was replaced periodically in accordance with the instructions for use. The endoscope was dried by wiping with clean towel/paper after manual disinfection or automatic endoscopic reprocessing and by using the dry process of the aer. The endoscope was stored in a drying cabinet after reprocessing. Sterilization was not performed. There was no culture testing performed on the device at this time. This MDR will focus on patient 3. A total of 8 reports will be submitted. This is report 6 of 8.

Manufacturer narrative:
E1 address: (B)(6). Date of event is unknown. Additional information was requested including further patient and reprocessing details, but no further information has been received at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.